Event description:
The issue occurred during preparation for a therapeutic transabdominal preperitoneal procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Based on the results of the investigation, the cause of the suggested event was likely due to foreign material getting caught between the electrical contacts of the scope connector and the electrical contacts of the system. However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had a communication error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.